Manufacturer narrative:
H10: the customer complaint was not confirmed. The device passed all relevant tests. As a preventive action, the device was calibrated during the repair.

Manufacturer narrative:
The device has not been returned to the manufacturer for further evaluation. As additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that, on an unknown date, the plum a+ experienced a defective mechanism. In addition, the reporter added that the problem was that the mechanism does not provide the volume requested. There was unknown patient involvement and no patient harm reported.